Event description:
It is reported the system shut down and aborted the procedure. The customer was able to reboot the system and continue the procedure. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended and returned to service.